Manufacturer narrative:
(B)(4).

Event description:
The reporter stated that the surgeon implanted a micl13.2 implantable collamer lens, -4.5 diopter, in the patient's left eye on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vault and shallowing of the acd and exchanged for a smaller lens during the same surgery. There was no reported patient injury or difficulties observed during surgery. Patient's post-op va was 20/25. The reporter stated the cause of the event was unknown.

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in a lens vial. Visual inspection found the lens with no visible damage. Claim #(B)(4).